Event description:
A postpartum patient got up to go to the bathroom. Another family member came in to help the patient after bowel movement. That family member picked up a sani-cloth hb that was on the same shelf as the peri-care items. The family member used the sani-cloth equipment wipe to clean patient's bottom after bowel movement. The family member noticed picture of a baby on top of lid but did not relate that to the adult patient.